Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. No button response due to flattened dome switch on escape and act button creased. Unable to test currents and confirm unexpected low batt alarms due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was performed. The device was returned for analysis.